Manufacturer narrative:
The nurse reported that the 2nd central nurse's station (cns) display blacked out. It was working then suddenly screen went black. No patient harm was reported.

Event description:
The nurse reported that the 2nd central nurse's station (cns) display blacked out. It was working then suddenly screen went black. No patient harm was reported.